Manufacturer narrative:
(B)(4). The machine was examined and tested at the customer location by an amo field service specialist (fss). The fss performed an annual preventative maintenance. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth. A flap and rinse was performed to remove the ingrowth. A brief description from the surgery center indicated the original surgery was in (B)(6) 2015; however, the epithelial ingrowth was not noticed within 2 weeks after initial treatment. The surgery center had stated there were 13 patients that experienced epithelial ingrowth, however, only 4 were reported as having a flap and rinse performed (surgical intervention). All patients recovered with no loss of best corrected visual acuity. Out of the 4 patients that received surgical intervention, there were 3 myopia patients had epi ingrowth in the right eye (which is the 2nd eye treated-they treat the left eye first) and there was 1 hyperopia eye that had epi ingrowth in the left eye (first eye treated). An amo clinical developmental manager (cdm) discussed with the surgeon's rinse technique.